Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). The patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment was not reported. Action taken with the dianeal therapies was not reported. At the time of this report, the patient was still hospitalized. The outcome of this peritonitis event was unknown. Same patient as (B)(4). This is report 3 of 3.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12e29053, h12h31095 and h12j11037. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.